Manufacturer narrative:
Exact date unknown, event occurred in 2019. Explant date: 2019.

Event description:
It was reported that the patient could not keep the ipg charged. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.